Event description:
In 2008, the distributor reported that during kit inspection, it was noticed that the screw head falls out. This malfunction has been reported in the past. There was no associated pt contact.

Manufacturer narrative:
Requests have been made for the return of the product. Requests has been made to obtain the product. Evaluation is pending upon the return of the product.